Manufacturer narrative:
Qn#(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire for analysis. No obvious signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that there was one kink on the guide wire body. Both welds appeared full and intact. The kink on the guide wire measured 192mm from the distal tip. The guide wire length measured 350mm, which was within the specification limits of 345mm-355mm per the guide wire product drawing. The kink and core wire length were measured via calibrated ruler. The guide wire outer diameter measured 0.518mm via calibrated micrometer, which was within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was inserted through a laboratory 20ga introducer needle. Resistance was met at the site of kinking, but the undamaged portions of the guide wire were able to pass with little to no difficulty. A manual tug test confirmed that the distal and proximal welds were secure and in tact. The IFU provided with the kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the wire kinks easily" when advancing into the vessel. A new set was opened. No patient injury or harm reported. The patient's condition is reported as fine.

Event description:
It was reported "the wire kinks easily" when advancing into the vessel. A new set was opened. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).